Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian patient underwent primary breast augmentation with 450cc mentor memorygel breast implant and was presented with left side capsular contracture; baker grade unknown. Other symptoms like brain fog, memory issues, body ache, joint pain, stiffness, under left arm there's a gulf ball sized pocket, top of left upper back is an inflammation pocket, left breast is hard and can't sleep on stomach, left breast is extremely uncomfortable, headaches, just not feeling normal were also reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 12/20/2019, mentor became aware that the patient experienced baker grade ii capsular contracture. This report is for the patient¿s right-sided device. On 1/7/2020, device evaluation was completed. During evaluation of the device a crease was noted on anterior aspect. Also a tear was observed within the crease measuring approximately 5.4 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient was also presented with mild bilateral internal capsular rupture. Hence, product problem and device code has been updated to material rupture. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/8/2019, mentor became aware that the date of explant is (B)(6) 2019. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 - field d7 has been updated to (B)(6) 2019. Field h6 method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/6/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that date of surgery was (B)(6) 2019. Hence, date of explant under field d7 has been updated to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).